Event description:
It was reported that patient underwent a bilateral hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 where spacer molds were implanted due to infection. It was further reported that the femoral stem bent resulting in a fractured femur. Subsequently, patient underwent a revision procedure on an unknown date where the spacer molds were removed. A review of the invoice history confirmed the (B)(6) 2014 surgery date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Expiration date - unknown. Date explanted - unknown. 510k number - unknown. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06334/06340).